Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Unable to perform baseline and wireless functionality and displacement dose accuracy due to missing injection foot. Inpen passed front cap investigation. In conclusion: no difficulty to dial/dose was noted during testing. Therefore, the concern of difficult to dial/dose was not confirmed. Inpen received with no physical damage to cartridge holder. The cartridge holder locks properly. Therefore, the customer concern of cartridge holder being damaged could not be confirmed. No insulin is dispensed when the injection/dose button is pushed, injection foot was not seen during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the inpen, specifically a broken plunger and a cracked cartridge holder, which made it hard to push or dose out insulin. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed and the customer was advised that the inpen will be replaced, instructed to discontinue use and revert to a backup plan per healthcare professional instructions, and informed about the replacement and pairing process for the new device. No harm requiring medical intervention was reported. Mmt-105nnblna was requested, and the customer's response was that the device will be returned.